Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had a primary audible alarm. Per reporter, it is unknown, how many times the issue occurred. And if there was any physical damage/abuse reported. It is unknown, if the unit was dropped. There was unknown, patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2024-13372. Please reference file mrn 3012307300-2025-00464 for all details pertinent to this event.